Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip that was completely detached from the base. The conductor wire was broken because of the grip breakage. The broken piece was not returned with the instrument. Components adjacent to the broken grip did not show damage.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument was broken. There was no report of patient involvement or patient injury.